Event description:
It was reported that during the implant procedure, it was not possible to "maintain wire position in cs." The lead was not used. No pt complications were reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; distal conductor blood/body fluid.